Manufacturer narrative:
A visual and tactile examination revealed a severe kink located 220 mm distal to the strain relief. Several smaller kinks were noted along the length of the shaft. The balloon was not folded or wrapped around the shaft of the device. Visual examination of the balloon noted that a partial circumferential tear was in the balloon material at the proximal edge of the proximal marker band. Microscopic examination of the proximal marker band found no damage that could have contributed to the tear. The condition of the returned device was consistent with the complaint incident. The probable cause of balloon tear is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review identified that the device was used per the directions for use. (B)(4).

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2009-05809. It was initially reported to boston scientific corp on (B) (6) 2009 that two maxforce biliary balloon dilatation catheters were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the nurse inflated the balloon and was unable to create the required pressure after introducing the balloon catheter into the pancreatic duct. The nurse removed the balloon from the pancreatic duct and using the endoscopic picture from the duodenum, observed that water was leaking from the balloon. The catheter was removed through the working channel of the scope. A second balloon was found to be defective as well. The procedure was completed with a third maxforce biliary balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; partial circumferential tear found in the balloon.